Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for diabetes ketoacidosis (dka). The contact was not sure if the event was related to the pump or supplies. Upon follow up, the customer reported to have gone to the emergency room due to a possible flu and in an attempt to resolve a possible high blood glucose (bg) level. The customer was unsure what was the cause of the high bg or the level of the bg. The customer was hospitalized for dka. The customer was treated with intravenous insulin/fluids and the dka was resolved. The customer declined to provide further information regarding the event.